Manufacturer narrative:
The pump was received with intermittent button response due to a flattened act button dome switch. Inspected a connector on the lcd and no unlocked keypad connector was noted. He pump was received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer took the batteries off the cap and stated that all of the buttons were not sensitive. The customer's blood glucose reading was normal, did not require medical treatment. No further details were given.